Event description:
It was reported that (5) tct75 were used during a thoracotomy procedure. It was reported by the rep that the linear cutter would not fire. The surgeon went through four more before finding one that would work to complete the case. There was no consequence to pt.